Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6).

Event description:
The customer reported that care group alarms do not ring at the piic classic. The device was in use on a patient at the time of the event. There was no adverse event reported. A philips remote service engineer (rse) spoke with the customer. After checking the control unit and the monitor, everything was found to be functioning as expected.

Manufacturer narrative:
After further investigation, this complaint was deemed not reportable due to the fact that is was reported in error. Due to a misinterpretation of the original allegation, this record was incorrectly created. As there is no allegation of failure at the pic classic central station, this record is closed.